Event description:
During an lavh procedure, the ligaclip applier was being used to ligate the uterine artery. Once applied, the clip applier would not release. After working with the device several more times, it eventually released. A new ligaclip applier was opened and used for the remainder of the case. No injury to the pt was noted.